Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead, (B)(6) 2009, 4076 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).